Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl), mild central regurgitation, valve migration and a coronary artery bypass graft (CABG) were reported. Upon discharge, approximately 13 days post implant, several blood transfusions were reported. The complication that required the transfusions was not reported. No additional adverse patient effects were reported.